Event description:
It was reported that during ptca procedure, while removing the catheter after successful post dilation, the catheter locked up on the wire. The catheter and wire were removed as one without incident.